Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter indicated that the pump showed 40 units remaining in the cartridge but when the cartridge was removed the pump cartridge had no insulin left at all. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that a cartridge with approximately 100u was filled and recognized correctly by the piston rod. A 10u normal bolus was performed successfully. The pump correctly calculated the remaining 90u. A low cartridge warning and empty cartridge alarm was reproduced on the bench, the pump gave the correct alert and verified the correct amount 20 u and 0 u remaining with each alert. Investigators were unable to duplicate inaccurate remaining insulin complaint during the investigation. The display lens was found to be scratched.